Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 432 mg/dl. The customer was advised by the health care provider to revert to mdi for a month before resumming ipt. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Manufacturer narrative:
Insulin pump had no button response due to flattened dome switches on esc and up arrow buttons. No button error alarm noted. Unable to perform the functional test including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. Insulin pump had minor scratches on display window, cracked reservoir tube lip and stained end cap sticker.